Manufacturer narrative:
Device is a combination product. (B)(4). Synergy ous mr 2.50 x 38mm stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent identified stent damage. Damage was noted to 8th most proximal stent strut row; a strut was lifted from the stent profile. The undamaged section of the crimped stent outer diameter was measured and was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of shaft polymer extrusion revealed no issues. A visual and microscopic examination found no damage to the tip. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(6) 2017. It was reported that crossing difficulties were encountered. The 92% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. Following pre-dilation with a non-bsc balloon catheter, a 2.50x38mm synergy drug-eluting stent was advanced to treat the lesion. However, after three attempts, the device was still unable to cross. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damaged.